Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument to perform failure analysis (fa). The instrument tube extension exhibited signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.049¿ x 0.066¿ and 0.086¿ x 0.042¿. Isi has not received the monopolar curved scissors tip cover accessory.

Event description:
It was reported that the monopolar curved scissors instrument's insulating sheath was deteriorating. There were no consequences. A backup instrument of the same kind was used. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the issue caused the delay of more than 15 minutes. No arc was observed. The scissors did not enter the patient. The sheath damage was noted when it was unpacked.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.